Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with correction to the initial with information inadvertently left out. Additionally, to provide an update (h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the probe had broken around the outer pipe. There were no scratches on the probe. From the photograph of the fracture surface of the probe, it was found that the fracture started from the origin of the crack in the probe. No scratches or contact marks on the non-insulated area of the grasping section were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the breakage of the probe that was recovered occurred due to one of the following mechanism: during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. A force was applied to the probe during spark generation. Cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. Due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was therapeutic and the procedure was not delayed. No additional treatment required and no change to the treatment/ overall outcome of the patient. No extended hospital stay required. No extended anesthesia or sedation required. Unknown if the device inspected prior to use, as per the instructions for use and no other devices involved in the event.

Event description:
The customer reported to olympus that during laparoscopic total colectomy and ileostomy, thunderbeat 5 mm, 35 cm, front-actuated grip type s snapped while it was inside the abdomen, and it was retrieved by the physician. There is no report of additional treatment, sedation or extended hospital stay required. The procedure was completed with the same set of equipment. No patient injury was reported. Upon follow-up, no further information is available.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.